Manufacturer narrative:
The exact event date is unknown, though it was reported that the event date was during the week prior to the aware date ((B)(6) 2018). It was reported that the procedure was either an esophagogastroduodenoscopy (egd) or colonoscopy. Device code relates to problem code for the reported issue of clip failed to release from the catheter.mfg site name - (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. After two to three attempts to release the clip from the catheter, one side of the clip arms fell off and the other side was still attached to the tissue. Reportedly, the whole device was then retracted and the partial clip was retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. After two to three attempts to release the clip from the catheter, one side of the clip arms fell off and the other side was still attached to the tissue. Reportedly, the whole device was then retracted and the partial clip was retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on may 11, 2018. It was reported that the procedure was completed with another resolution 360 clip device.

Manufacturer narrative:
Mfg site name - freudenberg medical.